Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had noise on the right ventricular (rv) pace sense and shock channel. Boston scientific technical services (ts) confirmed no out of range measurements and advised to evaluate lead, do isometrics and pocket manipulations to see if noise can be recreated. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header was found to be damaged. Evidence indicates therapy was available while the device was implanted. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had noise on the right ventricular (rv) pace sense and shock channel. Boston scientific technical services (ts) confirmed no out of range measurements and advised to evaluate lead, do isometrics and pocket manipulations to see if noise can be recreated. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had noise on the right ventricular (rv) pace sense and shock channel. Boston scientific technical services (ts) confirmed no out of range measurements and advised to evaluate lead, do isometrics and pocket manipulations to see if noise can be recreated. Subsequently, this device was explanted. No additional adverse patient effects were reported.